Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that the second screw was constantly loose. This event refers to the constant loosening mentioned in (B)(4).